Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurring alarms, including alarm 61 and alarm 57, with software alerts, unexpected appearance of the ilet setup menu, and interruptions to pump functions that required device restarts and led to a supply change; hyperglycemia up to 330 mg/dl occurred, and the user reverted to subcutaneous insulin per backup therapy guidance. Symptoms included hyperglycemia and nausea. Outcomes included a delay to therapy without further health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical malfunction consistent with a circuit failure associated with the device¿s memory/storage subsystem, though a definitive root cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.